Event description:
Patient implanted with retrograde/antegrade femoral nail-ex and screw construct in 2010. Patient complained of pain. Patient returned to operating room on (B)(6) 2012 for removal of hardware. Surgeon removed all hardware and revised patient to a total knee replacement. This is the fourth of 6 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.